Event description:
It was reported that a balloon rupture occurred. The severely calcified target lesion was located in the right coronary artery (rca). Following pre-dilation, a 3.50 mm x 30.00 mm agent dcb was advanced into the patient and difficulty crossing the lesion was noted due to calcification. During inflation of the device, the balloon burst. The procedure was successfully completed with a different device and there were no patient complications.